Event description:
Na

Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer regarding pt/inr cartridges that yielded unexpected result of 1.2 on patient. Test times or patient information was requested but not available on the initial call. Based on the information available there is no reason to believe that a malfunction exists. The customer was advised on performing "skin punctures" outlined in pt/inr labeling ((B)(4)): "gently squeeze the finger, developing a hanging drop of blood and perform the test with the first sample of blood. Avoid strong repetitive pressure ('milking') as it may cause hemolysis or tissue fluid contamination of the specimen." Time result method unk inr: 1.2 I-stat (fingerstick) unk inr: 2.2 I-stat (fingerstick) unk inr: 2.2 lab (IV line) based on the information available there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The investigation was completed on 07/29/2013. Retain cartridges were tested and are functioning according to specification.